Event description:
The company was informed that the patient has an infection and the patient is experiencing soreness at the implant site. The patient has been instructed to discontinue use of external equipment at this time. Advanced bionics is in the process of gathering further information. Once more information is received a supplemental report will be submitted.